Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/ or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5093355, that a female patient underwent a breast surgery with unspecified mentor gel implants and experienced symptoms including pain, hair loss, joint pain, depression, anxiety, weight gain, and memory loss post-operatively. The patient indicated they had been diagnosed with rheumatoid arthritis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On february 8, 2022, this complaint was identified as a duplicate of manufacturer report number-1645337-2022-00898. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manufacturer report number. The previously unspecified device was confirmed to be a 425cc mentor memorygel breast implant. Relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).